Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the pump had post-reset ram crc alarm. The blood glucose level was 332 mg/dl. The customer was treated with the manual injection. The troubleshooting was declined for high blood glucose. The pump will be returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error noted during testing. No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Unit communicated properly with the guardian link 3 and the test plug. No insulin pump/sensor communication anomaly, sensor anomaly, change sensor alert, lost sensor signal alert or calibration anomaly noted.